Manufacturer narrative:
Items returned for investigation: headway 17 microcatheter; dispenser hoop; product pouch. The pouch was returned unsealed at both top and bottom edges, which is consistent observed in the customer provided images. Comparison of the bottom edge seal with an in-house unit showed that the returned unit was more transparent, indicating a weaker heat bond than the in-house unit. The texture of the seal indicates that the pouch did undergo sealing and had a partial heat seal. Per specifications, it is to be verified that the pouch seal is without gaps, voids, non-homogeneous or undersealed areas, over sealed areas, cracks and/or pinholes along the seal, contamination, in-house narrow seal or burns. The pouch seal exhibited signs of a weak heat bond/incomplete sealing. Comparison of the seal to an in-house unit showed that the returned seal was more transparent, whereas the in-house unit was more opaque. This is consistent with the condition observed in the customer provided images. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the weak seal, but this is consistent with insufficient heat during the sealing cycle.

Event description:
As reported: after opening the outer packaging of the product, it was found that the inner packaging was not completely sealed. After replacing with another product of the same specification, procedure was performed. After comparing with other products of the same specifications, it was found that the sealing marks on the two ends of the package were relatively shallow. No patient involvement. Patient status is normal.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: after opening the outer packaging of the product, it was found that the inner packaging was not completely sealed. After replacing with another product of the same specification, procedure was performed. After comparing with other products of the same specifications, it was found that the sealing marks on the two ends of the package were relatively shallow. Patient status is normal.